Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing with blanking, thus initiating ventricular tachycardia (vt). The ICD then successfully treats the vt with anti-tachycardia pacing (atp). It was noted that there are similar instances of this in earlier electrograms (egms). There are also a large number of rythmiq events, which appear counterproductive as the patient appears to have prolonged first degree block. Technical services (ts) discussed programming options including shorter av delays and turning search and rythmiq off. Another option included shortening v-blank after a-sense. The physician contacted ts to discuss the situation and was further educated on how the induced arrhythmia could occur. This ICD remains in service. No additional adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced/upgraded to a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported. This ICD was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing with blanking, thus initiating ventricular tachycardia (vt). The ICD then successfully treats the vt with anti-tachycardia pacing (atp). It was noted that there are similar instances of this in earlier electrograms (egms). There are also a large number of rythmiq events, which appear counterproductive as the patient appears to have prolonged first degree block. Technical services (ts) discussed programming options including shorter av delays and turning search and rythmiq off. Another option included shortening v-blank after a-sense. The physician contacted ts to discuss the situation and was further educated on how the induced arrhythmia could occur. This ICD remains in service. No additional adverse patient effects were reported.